Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation of the implantable cardiac monitor, the programmer exhibited an error message followed by an uncommanded restart when taking the r wave measurements from the device. Troubleshooting was performed and the clinician was able to recover normal function on the implantable cardiac monitor. There were no adverse consequences to the patient.